Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house slow sweep test. The axis-2 brake was replaced to address the confirmed slow sweep failure. Isi has conducted a device history record(DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the slow sweep test during failure analysis. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci partial nephrectomy procedure, patient side manipulator 3 (psm 3) would not home. The reported issue was resolved by the customer power cycling the system. Following power cycling, the system was functioning as intended and the customer was able to continue preparing the system for use. No patient injury or adverse event was reported to have occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.